Event description:
As reported by the affiliate, the 10x59mm 135cm palmaz genesis sds opta pro 10x59mm 135cm balloon burst at 4 atms.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information has also been requested and will be submitted within 30 days upon receipt.